Event description:
Infection[infection nos]. Case description: spontaneous report, USA. A consumer reported that a family member developed an infection following discectomy surgery with use of gelfoam sponge and powder. The pt of unspecified age had the surgery about 2 months ago. The pt is currently hospitalized (presumably for treatment of the infection). The consumer has contacted a lawyer regarding their family member's infection. The outcome is unknown.